Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a session of radiation therapy, the diagnostics data in the device was invalid. The clinician was informed that it would take several months before the diagnostic data would return following the radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.